Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Doctor (B)(6) was tightening the pelvic array onto the 2-dof clamp and the nut broke off of the pelvic array. Incision/exposure had not been done yet. All pieces were retrieved and taken off the field. We were able to proceed with a new pelvic array. Surgical delay=15 minutes. Case type: (B)(6).

Manufacturer narrative:
Reported event: dr. (B)(6) was tightening the pelvic array onto the 2-dof clamp and the nut broke off of the pelvic array. Incision/exposure had not been done yet. All pieces were retrieved and taken off the field. We were able to proceed with a new pelvic array. Surgical delay- =15 minutes. Case type: tha. Product evaluation and results: visual inspection (see attachments): visual inspection shows the thumb screw fractured and is missing. Failure mode confirmed. Dimensional inspection dimensional inspection was not completed since visual inspection confirmed the missing thumb screw. Material analysis the material was confirmed during receiving inspection. Additional material analysis was not completed. Functional inspection functional inspection was not performed as the failure mode was confirmed during visual inspection. Product history review: a review of the device history records shows that 50 parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformances on december 3, 2014. Complaint history review: a review of complaints in trackwise related to p/n 112230, lot #19080814 shows 1 additional complaint related to the failure in this investigation. This pr is (B)(4). Conclusions: visual inspection confirmed the missing thumb screw. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr. (B)(6) was tightening the pelvic array onto the 2-dof clamp and the nut broke off of the pelvic array. Incision/exposure had not been done yet. All pieces were retrieved and taken off the field. We were able to proceed with a new pelvic array. Surgical delay- =15 minutes. Case type: tha.